Event description:
During the index procedure, an endeavor sprint drug eluting stent was implanted in the mid lad. An angiographic complication of lateral branch occlusion occurred during the index procedure.

Manufacturer narrative:
(B)(4).